Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to check the settings in the insulin pump because she had to be treated by the paramedics, and transported to the hospital for hypoglycemia. The customer stated that his glucose level before bedtime was 114mg/dl, and it dropped to 25mg/dl in less than an hour. Reviewed settings from customer's doctor records to what it was set in her insulin pump, it was found that the insulin sensitivity was set lower and the active insulin time was longer. After, the customer spoke with her doctor, she called back and requested assistance in reprogramming the device. The customer stated that her low blood glucose was due to medication she was taking at the time. No further information was provided.